Event description:
Per solicited call to the patient, the patient mentioned that her one pump(serial number: (B)(4)) seems to have loose fitting batteries (the batteries will just fall right, out) and it will occasionally beep possibly due to the losing connection with the battery. No doses were missed. No further information available. Reported to (B)(6) by: patient/caregiver. Dose or amount: 16ng/kg/min, frequency: continuously, route: intravenously. Dates of use: from 12/2018 to current. Diagnosis or reason for use: i27.0.